Manufacturer narrative:
Device evaluation: upon evaluation it was determined that the outer portion of the packaging was damaged. The inner portion of the packaging remained in tact, therefore, there was no breach in sterility of the device and no risk to the patient or user. This MDR was filed for a sterility issue in error. It was later confirmed there was no sterility breach and no risk to the patient or user.

Event description:
It was reported that the femoral canal brush tip was attempted to be removed from its packaging when a tear in the packaging was observed. A back up was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the femoral canal brush tip was attempted to be removed from its packaging when a tear in the packaging was observed. A back up was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received.